Event description:
It was reported that this pacemaker eroded through the pocket and, upon interrogation, a high output condition was observed. The patient has not been scheduled for a system extraction due to heart failure. The patient has been prescribed antibiotics and this pacemaker remains in service. The patient has one active right atrial (ra) lead in addition to two abandoned right atrial (ra) leads (one of the abandoned lead is another manufacturers product). No additional adverse patient effects were reported.